Manufacturer narrative:
A general reagent problem was not present. The investigation determined the event was due to a maintenance issue.

Manufacturer narrative:
The ft4 IV reagent lot number is 78436800 with an expiration date of 31-mar-2025. The tsh reagent lot number is 79477200 with an expiration date of 31-jan-2025. The vitamin d total iii reagent lot number is 78688700 with an expiration date of 31-jan-2025. The anti-tpo reagent lot number is 76914601 with an expiration date of 31-jan-2025. The field service engineer (fse) inspected the analyzer and adjusted the mechanisms. He verified the system fluidics, sipper adjustment, sample probe, and reagent probe adjustments. He performed ft4 and tsh calibrations with successful results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft4 IV (ft4 IV), elecsys tsh (tsh), elecsys vitamin d total iii, and elecsys anti-tpo (anti-tpo) results from two patient samples tested on the cobas e411 rack. Sample 1: the high ft4 IV result was 3.33 ng/dl. The low result was 1.72 ng/dl. The high tsh result was 1.53 uiu/ml. The low result was 0.741 uiu/ml. *the reference ranges were not provided. Sample 2: the high vitamin d total iii was 90.21 ng/ml. The low result was 33.99 ng/ml. The high anti-tpo result was 352.9 ui/ml. The low result was 61.16 ui/ml.